Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the plate that feed a graft on a mesher was damaged and caused damage to a graft. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 3:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted none of the pre-tests could be performed due to a damaged comb and that the bottom roller, roller gear, and side plates were worn. Both cutters were found to have produced incomplete cuts and were deemed non-repairable. Repair of the mesher involved replacing the comb, bottom roller, roller gear, side plates, shoulder bolts, washers, and nuts as well as lubricating the handle and recalibrating the device. The technician then tested the mesher and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device and the cutters were tested, inspected, and repaired. While the service technician found that the cutters were defective and produce an incomplete mesh, which would cause damage to a graft during use as well as not properly feed a graft through the device, it cannot be determined from the information provided as to what caused the damage to the cutters. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device plate which feeds the graft issue was damaged and causes damage to the graft. No adverse events were reported as a result of this malfunction.